Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage and received unexpected restart alarm. Customer's blood glucose value was 5.1 mmol/l. The customer was assisted with troubleshooting. Customer states that lip ring around the reservoir compartment of the insulin pump in use had come off. Customer states that reservoir unable to lock in place when inserted into insulin pump. Customer reports they were able to clear the alarm. Customer able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. However, unit received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.